Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 04/28/2017-device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap and a test cap attach to the pump but continue to spin. The battery cap contact dimensions measured within specifications. There was rust/corrosion in the battery compartment and on the underside of the battery cap. A leak test failed due to a battery compartment leak. During investigation, the pump powered on but continually reboots before the verify screen appears. Further testing and black box download was unable to be performed due to intermittent power. The pump case was removed, and evidence of moisture on was found on the force sensor plate. No damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.